Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that 14 years ago, the device that was implanted shocked the patient "at least 60 times" because it was "double counting heart beats." Follow-up with the physician's office was attempted, but the records only were available for the last 7 years. According to the device registration system, the device that was active was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.